Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins). The reason for call was caller reported "when patient (pt) hits the button to shut off stimulation it goes to 6.0 and turns on by itself". Caller also reported pt got shocked by their therapy and dropped the controller. The pt also stated that the casing of the battery pack split in two and the inside of the battery components are exposed. Caller stated they're not exactly sure when this happened but they think this may have happened on (B)(6) 2022 when pt dropped the controller.  Caller stated they spoke with a manufacturer representative (rep) and was instructed to contact patient services (ps) for assistance. The patient was sent a replacement battery pack and controller. Ps reviewed with caller that pt should follow up with their hcp if the replacement controller does not resolve the issue. Additional information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins). Caller and patient were calling and stating they are having trouble charging implantable neurostimulator (ins). Patient services (pss) walked them through set up process. Caller was able to use the system now and was working normally.

Manufacturer narrative:
Concomitant products: product ID: 97745, serial#: (B)(4), product type: programmer, patient. Product ID: 97745bp, lot#: nlh009833n, product type: accessory. If information is provided in the future, a supplemental report will be issued.